Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was failed, and the device was not detected on bus. The field service engineer (fse) had found that the enhanced half height auxiliary drawer 3 1 had damaged rails, which had caused the retractor band and the pyxis module controller to be damaged. The fse had replaced the retractor band and the pyxis module controller board so that the pockets could be moved to another drawer. Since the rails on the enhanced half height auxiliary drawer 3 1 had been damaged, the fse had replaced drawer three, and the issue had been resolved. The fse also inspected and tested the station in diagnostics, and the customer had tested the station in the medical application successfully. The system functioned as intended after the field service engineer repaired the device.